Event description:
While attempting to deploy a drug eluting stent, the stent floated off the balloon and was free floating in the artery. The doctor was unable to snare out the des(drug eluting stent). He was able to move the free floating stent into an existing des where he crushed the first des with a second des to pin it into the existing des.